Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection of the pacemaker pocket. The site was drained and the implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.